Event description:
Patient was revised to address pain and bursitis. It was also noted that there was fluid in the joint and corrosion on the taper. Litigation alleges patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 04/19/2016 - pfs and medical records received. Psf and medical records reviewed for MDR reportability. Pfs reported pain in hips and groin that started 6 months status post-surgery painful ambulation and no longer able to play sports. Primary surgical report noted patient lost 2400ml of blood related to inability to get bleeding to stop without cauterization 2 or more times to an area and patient received 2 units of blood and 5 liters of IV crystalloid. Revision surgical report noted patient in persistent pain, disability, metal ions, fluid collection, large hypertrophic synovium with small amount of joint fluid, corrosion at the head and neck junction, extensive and massive dense fibrotic tissue. The complaint was updated on: may 11, 2016.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a lot specific complaint database search was not possible for the unknown depuy femoral stem as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a lot specific complaint database search was not possible for the unknown depuy femoral stem as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.